Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system and passed testing. The usm had no issues on the functional test platform. Errors 23008 and 23068 were confirmed but not replicated.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, errors 23008 and 23068 occurred on multiple axis of the universal surgical manipulator (usm) 1. The procedure was completed with a 15¿30-minute delay and no injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the customer resolved the issue by disabling usm 1. The surgery was successfully completed with a 3-usm configuration.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Errors 23008 and 23068 are sensor errors that for this event, occurred on the arm¿s carriage. Specifically, error 23008 occurs when the potentiometer and encoder do not agree on the position of the arm. Error 23068 occurs due to primary sensor latency from the current loop.